Event description:
Guidant device contak renewal tr is-1/lv-1 implanted. Device interrogated thirty-five and thirty-six days later which revealed end of life status on both dates. Device explanted and replaced.